Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited high/unstable thresholds, low impedance, and undersensing. There were also apparent outer insulation breaches in multiple places. The lead was capped and another was implanted. No patient complications have been reported as a result of this event.